Event description:
It was reported there was a hair in their PICC tray. The device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within a kit is inconclusive due to the condition in which the sample was returned. One 5 fr dual lumen powerpicc kit was returned for evaluation. An initial visual observation showed the kit was returned open. A hair and a small amount of a fibrous material were found on and partially within a large gauze pad within the open kit. Because the kit was returned open, it was not possible to determine when and how the observed hair came into contact with the kit. Possible contributing factors include contamination of the kit before or after it was sealed. A lot history review (lhr) of redz3552 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hair in their PICC tray. The device was not used on a patient. No other information was provided.